Event description:
It was reported that a flo-gard infusion pump had a broken safety clamp. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, a blue slide clamp was found to be broken and stuck in the pump channel. The cause of the condition was not determined. To correct the condition, the blue safety clamp was removed from the channel. After removal of the safety clamp, the device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.